Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified middle of left anterior descending artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, it was noted that the middle of the delivery shaft was fractured and the fractured point was still outside the patient's body. The device was simply pulled out and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
A2: age at time of event - 18 years or older. Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 68.1cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported broken shaft as the hypotube was separated.

Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified middle of left anterior descending artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, it was noted that the middle of the delivery shaft was fractured and the fractured point was still outside the patient's body. The device was simply pulled out and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.